Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported that a pca set leaked after the infusion had been running for a period of time. The tubing did not seem to leak when primed, but leaked after the infusion started. There was no report of pt harm or medical intervention. The customer stated that no specific event details are available.